Event description:
It was reported that it was difficult to deflate the balloon during a procedure. The catheter was inserted into the urethra and the user felt resistance during inflation. The user tried to deflate the balloon, and 2 ml of water was aspirated. The catheter was not removed. The user ruptured the balloon percutaneously, and no fragment was left in the patient's body.

Manufacturer narrative:
Received only the catheter without cap for evaluation. The sample was evaluated and no pinch or blockage was observed. Due to the poor condition of the returned sample, a complete evaluation could not be performed.. Dimensional evaluation: concentricity (full inflation volume) n/a eye snip length 3/32¿ eye snip width 2/32¿ eye snip distance from distal cuff 8/32¿ eye snip distance from proximal cuff 10/32¿ rubberize thickness 14 thou inflation lumen coverage 11 thou balloon thickness (average) 23 thou reinforcement 186 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that it was difficult to deflate the balloon during a procedure. The catheter was inserted into the urethra and the user felt resistance during inflation. The user tried to deflate the balloon, and 2 ml of water was aspirated. The catheter was not removed. The user ruptured the balloon percutaneously, and no fragment was left in the patient's body.